Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit would not boot up in to clinical mode and the fo connector was broken.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields- d4 (UDI). A getinge field service engineer evaluated the unit and found the cardiosave was boot up in to clinical mode and the fiber connector was broken. Investigated the boot up issue and found the issue with the front end pcb. Replaced the front end pcb and reloaded b.17 sw rev. Replaced broken fiber optic connector. Functional tested without any further issue or failure. All work was performed maintenance so# (B)(4). Completed service with all functional and safety tests per manufacturer specifications. Parent reference ID- (B)(6).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: h11. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received the following parts associated with this complaint: spv. These parts were received with a reported failure of the system not booting up and a broken fiber optic connector.the fat performed a visual inspection and found pn 0012-00-1562 to be broken. Retaining the part in the failure analysis and testing department per procedure. The fat installed in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number . Part would not boot up properly and was causing issues to the iabp. Fat verified the reported problems but no root cause identified. Sending the board to the supplier for failure analysis per procedure.the following investigation was performed by sr service technician of the maquet failure analysis and testing dept. (Fat) wayne,the failure analysis and testing dept. Received the following board from the supplier. Spv the part was received with a sw4 issue the contacts of pins 2-7 are not connected when closed. The board fail testing retaining the board in fat dept per procedure